Event description:
This pt presented with a history of severe peripheral vascular disease status post stent of the sfa done at an outside hospital four or five years ago. The pt came with significant symptomatic numbness in the right foot, was symptomatic on rest. The pt had a peripheral angiogram and stenting of the left common iliac dome at another facility and was transferred for eval and stenting and atherectomy of the right sfa. The physician used the filter spider, 6-mm filter placed in the popliteal artery on the right side through the trailblazer. Trailblazer was removed and ev3 plaque excision system lxm star cutting. After the two runs of cutting, the cutting device of the excision system got stuck on the stent and started rotating and it got dislodged. The physician spent almost three hours in the lab trying to dislodge the ev3 plaque excision system without any success. The pt was taken to the operating room for removal of the device and a femoral popliteal bypass.